Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the aic console could not be determined as no product or logs were returned.

Event description:
The patient had care withdrawn after 3 days of impella support. The death is conservatively being reported to the aic but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock. There is no allegation that the delay during the aic swap on day 1 of the support contributed to the death on day 3 of support when team decision was made to withdraw care. An impella cp device was inserted via the left femoral artery in a 58-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the registered nurse called to report that the aic shut down unexpectedly and then restarted, with no harm to the patient. The consoles were switched. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.